Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via a manufacturer representative (rep) reported they turned their device off for an MRI with full body protocol and had no issues. A few minutes after turning the device back on the patient noticed increased paresthesia and upper body twitching. The device was turned off and left off, which resolved the reported symptoms. Impedances prior to the MRI were within normal limits. It was noted the patient had an appointment with their physician (B)(6) after this report to check the device. No further complications were reported. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating that when the patient turned on stimulation they felt their muscles contracting. It gave the patient anxiety so they turned off their ins. At a follow-up physician appointment the patient still had these symptoms. The caller indicated this was a sudden change in symptoms. The impedances tested today were in the 1100-1900 ohm range at 3 v.